Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a replace battery now, a battery failed alarm, and the pump has no display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for replace battery now alarm. This was the second occurrence of receiving alarm in less than 8 hours after low battery warning and the serialized device was replaced. Troubleshooting was not performed for the battery failed alarm and blank display. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found the battery cycle 72.0 received the lowbatteryalert (104) on 08/21/2025 15:25:00 faster than expected at 0.03 days. Battery cycle 59.0 received the lowbatteryalert (104) on 08/21/2025 07:01:00 faster than expected at 0.11 days. Battery cycle 38.0 received the lowbatteryalert (104) on 08/20/2025 12:15:00 faster than expected at 1.72 days. Pump passed self test. No blank display during testing. However, pump received with a high sleep and active current measurement. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. In further analysis found multiple battery failed alarm in the pump history on 08/21/2025 from 07:30:05.000 until 17:53:18.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted; however found corroded battery tube. ¿swapping out test case confirms high sleep and active current measurement is isolated to case. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case and pillowing keypad overlay identified during the visual inspection. Customer alleged for multiple battery failed alarm and unexpected low battery alert confirmed in the pump history and pump received with a high sleep and active current measurement and unexpected battery power loss due to corroded battery tube. Blank display not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.